Manufacturer narrative:
Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated pacing capture threshold in the atrium was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: imu49b52 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced and occluded left subclavian. It was noted that there were unstable thresholds and low impedances on the right ventricular (rv) lead. It was also noted that there were unstable thresholds and oversensing of noise on the right atrial (ra) lead. The ra and rv leads were capped and replaced with new leads on the patient's right side. No further patient complications have been reported as a result of this event.